Event description:
It was reported that a pump malfunction occurred, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. A technical support representative assisted the caller with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any future issues arise.